Event description:
It was reported that a charring issue occurred. The patient underwent an ablation procedure due to atrial fibrillation. A 7/110/2.5/8-8 blazer¿ ii xp was used for ablation of the left atrium and cavo-tricuspid isthmus in the right atrium. During procedure, the blazer¿ ii xp ablation catheter was connected to the rhythmia mapping system which was connected to a non-bsc rf generator. The rf settings were 60w, 60ºc, temperature mode. While ablating the cavo-tricuspid isthmus in the right atrium, it was noted that the rf power unexpectedly exceeded the maximum limit several times. During ablation, non-unexpected evolution of parameters was seen. However, the power suddenly peaked up to 85w resulting in "rf overflow" displayed on the non-bsc rf generator and ablation was stopped. This event was repeated several times. The catheter was visually reviewed and some charring was observed in the proximal side. The catheter was then washed and re-introduced into the patient and ablation continued. The procedure was completed with this device successfully with no more events. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a charring issue occurred. The patient underwent an ablation procedure due to atrial fibrillation. A 7/110/2.5/8-8 blazer¿ ii xp was used for ablation of the left atrium and cavo-tricuspid isthmus in the right atrium. During procedure, the blazer¿ ii xp ablation catheter was connected to the rhythmia mapping system which was connected to a non-bsc rf generator. The rf settings were 60w, 60ºc, temperature mode. While ablating the cavo-tricuspid isthmus in the right atrium, it was noted that the rf power unexpectedly exceeded the maximum limit several times. During ablation, non-unexpected evolution of parameters was seen. However, the power suddenly peaked up to 85w resulting in "rf overflow" displayed on the non-bsc rf generator and ablation was stopped. This event was repeated several times. The catheter was visually reviewed and some charring was observed in the proximal side. The catheter was then washed and re-introduced into the patient and ablation continued. The procedure was completed with this device successfully with no more events. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device does not have visual defects. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. No opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).